Manufacturer narrative:
3004753838-2024-210030 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).